Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
While troubleshooting a check patient line alarm with the home patient (hp), the hc homechoice alarmed system error 2240. The technical service representative (tsr) assisted the hp to end therapy and advised to perform continuous ambulatory peritoneal dialysis (capd) or start over with new disposables. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, the hp stated that he had discussed both alarms with his nurse. There were no injuries reported. The hp stated that the nurse retrained him on how to properly use his supplies in order to prevent such alarms.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.